Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) reached middle of life 2 (mol2) with a battery voltage of 2.6 v. It was noted that the patient had been lost to follow up, and it was questioned if this device was depleting prematurely. A technical services (ts) consultant recommended increasing the patient follow-up appointments to monthly due to being part of the shortened replacement window advisory population. Additional information was provided that the device was explanted approximately two years later due to normal battery depletion, and was returned for analysis approximately two years following explant.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection noted a torn lv- seal plug. All other seal plugs were intact and all setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.